Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device pacer test failed during the device self testing.there was no reported patient involvement.